Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed the end of the tube with apparent missing part. The reported condition was verified. The cause of the condition was due to operative failure during manufacturing. This issue is being further investigated. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end tubing of a solution administration set was broken (separated). This issue was identified during an unspecified process step prior to use. There was no patient involvement. No additional information is available.